Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The device history record was reviewed and indicated that the product was released accomplishing all quality standards and the returned sample was tested and no issues were found. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the magellan hypodermic safety needles securement device was difficult to engage properly and when it is not fully engaged the device appears to be engaged yet the needle can slip out of the device which could lead to unnecessary needle sticks. There was no injury during this incident.